Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, visual inspection showed that the setscrew was stock in the bore.

Event description:
It was reported that during the implant attempt that the rv pace/sense setscrew could not be engaged. The device was not implanted. No patient complications have been reported as a result of this event.